Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, or unreadable. Additionally, customer¿s blood glucose level displayed "high. The customer administered manual injection to resolve elevated glucose and reverted to an alternate method for continued insulin therapy.